Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown catalog number quick lock inserts with locking screws device will not be returned.

Event description:
The surgeon reported that he carried out a procedure to reduce a mid shaft humeral fracture in a female smoker using an axsos 5mm broad compression plate, 3 quick lock inserts with locking screws and standard 4.5mm cortical screws. One year after the procedure, the patient complained of pain. An x-ray showed nonunion. The 3 quick locks were reported to have disengaged due to movement because of the non union. No lysis was noted around the cortical screws. The plate had moved at the proximal end and was off the bone. The surgeon reported that at the time of the original surgery, he believed that the procedure was successful because the quick locks looked as though they had been inserted correctly and the plate was unbent. At no time did the patient suffer any trauma which might have contributed to the event. The surgeon suspects that the nonunion is a patient related factor, for which smoking may have contributed. At this stage the patient has not been revised.